Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder, tube and adhesive around the light guide lens had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the identified failures cylinder and tube has foreign objects was traced to failure to follow instructions, and the most probable cause of the adhesive around light guide (lg) lens has foreign objects failure was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.